Manufacturer narrative:
Additional information: h3, h6. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection with the naked eye was performed with no issues noted. Due to the nature of the sample, no functional testing could be performed and the reported condition was not observed in the photograph. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of the minicap transfer set leaked. This occurred before use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.